Event description:
It was reported that during preparation of percutaneous coronary intervention procedure, a shaft detachment occurred. The target lesion was located in the ramus artery. The 3.50x12mm promus element plus stent encountered difficulty tracking over another manufacturer's guide wire. The physician stated the promus element plus and guide wire became "sticky." The promus element plus stent delivery system was pulled back from the guide wire when the promus element plus shaft detached. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during preparation of percutaneous coronary intervention procedure, a shaft detachment occurred. The target lesion was located in the ramus artery. The 3.50x12mm promus element plus stent encountered difficulty tracking over another manufacturer's guide wire. The physician stated the promus element plus and guide wire became "sticky." The promus element plus stent delivery system was pulled back from the guide wire when the promus element plus shaft detached. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a promus element plus stent delivery system (sds) with stent and a non-bsc guidewire. The guidewire was separated 118.5cm from the distal tip. The guidewire was protruding 54.5cm from the distal tip of the catheter. There was a complete separation of the inner shaft 5.5cm from the distal tip. There was extensive damage to the distal inner and outer shaft. The distal inner and outer shaft were severely stretched/necked-down. The balloon was tightly folded but the distal edge of the stent was 3mm from the proximal edge of the distal markerband. It was evident that the stent moved proximally from its as-manufactured position on the balloon because there were stent strut impressions on the surface of the balloon between the distal edge of the stent and the distal markerband. The outer shaft was separated 1mm proximal from the guidewire exit notch. There were multiple kinks in the hypotube. The outer diameter of the guidewire was consistent with a .014" guidewire. The inner diameter (ID) of the guidewire exit notch was measured and is within specification. Gently tugging on the guidewire confirmed that the wire was stuck in the catheter. Inspection of the remainder of the device presented no other damage or irregularities. The as-received condition of the catheter prevented further dimensional and functional inspection; however, the wire stuck in the lumen of the catheter was consistent with the reported difficulty. The stretched and separated shaft are consistent with damage due to tensile forces that exceeded the strength of the shaft materials. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).